Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observation does shows that the jacket of the cable has many small nicks and cuts in it. Also both suction levers on the hand piece are missing from the device. The hand piece was connected to an fms vue pump and tested. When powered up, the buttons on the hand piece function as intended. This complaint can be confirmed. A review into the depuy synthes complaints system revealed no complaints for the serial number of this device. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy synthes will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that the customer's fms shaver was working intermittently. The sales rep reported that troubleshooting was performed on the device by changing the footpedal which initially seemed to fix the issue but by the end of the procedure the device was not working again. The surgeon completed the procedure with the device with no patient consequences. There was a 10 minute delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.